Manufacturer narrative:
(B)(4). Product background: the opt970 optiflow+ tracheostomy direct connection is a patient interface used for delivery of humidified respiratory gases directly into the patient's tracheostomy. The interface is held in place by a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's tracheostomy. Additionally, a tubing clip (attaches to the patient's clothing/bedding) is provided to support the weight of the circuit and prevent the tubing from being dislodged. Method: the complaint opt970 optiflow+ tracheostomy direct connection was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: the healthcare facility has stated that the opt970 optiflow+ tracheostomy direct connection was found damaged while the nurse moved the tracheostomy direct connection tubing out of the way to turn the patient. Conclusion: f&p was unable to determine the exact cause of the reported damage to the opt970 optiflow+ tracheostomy direct connection. However, the healthcare facility stated that the nurse moved the tubing of opt970 optiflow+ tracheostomy direct connection in attempt to turn the patient when the tubing of opt970 optiflow+ tracheostomy direct connection was noted damaged, and the desaturation occurred. Based on our knowledge of the product the reported damage is likely to have been caused by the tubing being subjected to excessive force during the said attempted movements on the basis that the desaturation also occurred at that time. The opt970 optiflow+ tracheostomy direct connection user instructions state "do not crush or stretch tube, to prevent loss of therapy". F&p's manufacturing controls for the optiflow+ adult nasal cannula include inspections during production for visual defects including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. Manufacturing controls are in place during production to inspect 100% of the manufactured units. The optiflow+ adult nasal cannula is also inspected for any assembly defects, including confirmation the swivel and 3-way connector are connected with the correct engagement. Any product that fails these inspections is disposed of. The subject opt970 optiflow + tracheostomy direct connection would have met the required specifications. The user instructions which accompany the opt970 optiflow + tracheostomy direct connection show in pictorial format the correct placement and fitting of the connector, including ensuring the lanyard and the tubing clip are appropriately attached. The user instructions also state: "the lanyard is designed to minimize loading and movement of the tracheostomy tube. Secure the lanyard properly to avoid accidental decannulation or airway damage." "Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A healthcare facility in ontario reported via a fisher and paykel (f&p) field representative that the tubing of an opt970 optiflow+ tracheostomy direct connection was found damaged after four days of patient use. The healthcare facility reported the sequence of events as follows. On (B)(6) 2022, the nurse moved the tubing of opt970 optiflow+ tracheostomy direct connection in attempt to turn the patient. The nurse then observed that the tubing of the opt970 optiflow+ tracheostomy direct connection was damaged. The patient's oxygen saturation dropped to 68%. Following a short period of manual resuscitation with a bag-valve-mask and replacement of the opt970 optiflow+ tracheostomy direct connection, the patient slowly recovered and their saturation level increased to 95%. There were no further reported patient consequences in relation to this event however a similar event for the same patient occurred on (B)(6) 2023 this is reported separately (our reference (B)(4) ).

Event description:
A healthcare facility in canada reported via a fisher and paykel (f&p) field representative that the tubing of an opt970 tracheostomy direct connection was found damaged after four days of patient use. The healthcare facility reported the following sequence of events: on (B)(6) 2022, the nurse moved the tubing to enable turning the the patient. Following turning the patient the nurse observed that the tubing of the opt970 was damaged. After identifying the damage, the patient's oxygen saturation dropped to 68%. Following a short period of manual resuscitation with a bag-valve-mask and replacement of the opt970 tracheostomy direct connection the patient slowly recovered and their saturation level increased to 95%. There were no further reported patient consequences in relation to this event however a similar event for the same patient occurred on (B)(6) 2023, this is reported separately (our reference (B)(4).

Manufacturer narrative:
(B)(4). Product background: the opt970 optiflow + tracheostomy direct connection is a patient interface used for delivery of humidified respiratory gases directly into the patient's tracheostomy.the interface is held in place by a lanyard to support the weight of the circuit and prevent the tubing being dislodged from the patient's tracheostomy. Fisher & paykel healthcare (f&p) is currently in the process of reviewing these reports. The healthcare facility has indicated that the device in use at the time of this event is not available for investigation.